Event description:
Rptr had many painful problems in 1977. Rptr had 2 add'l surgeries on right breast. Then rptr had both breasts done again in 1984. She has constant pain in both breasts and arthritis. (Same pt referred to in 1001908.)